Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a stuck button alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and confirmed that the insulin pump was not exposed to a change in altitude. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. Moisture damage on motor assembly also noted during visual inspection. Unable to verify keypad unresponsive or button error alarm due to missing segments or partial display.